Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2017. Reportedly, the patient used more than one bg meter during their sensor session. No additional event or patient information is available. Data was provided, however there was no data available in the seven days prior nor after the date of issue. The report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.